Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 pump screen.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was taking a shower. Customer's blood glucose was 232 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, customer removed the cartridge and reattached it multiple times and then reloaded the cartridge using the load sequence to resolve the issue. The customer was able to clear the alarm and resume insulin therapy.